Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when inserting the sheath into the patient¿s body and attempting to flush it with heparinized saline, blood leaked from the check valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. No particular abnormalities were found when opening the package during preparation or when flushing with heparinized saline. Since it occurred immediately after insertion into the body, only the dilator attached to the sheath and the wire used for insertion were inserted into the sheath, and there was no resistance when inserting the dilator. They were integrated and inserted as per the procedure.